Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol kugel hernia patch. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol kugel hernia patch. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of kugel patch. Per operative notes, ¿an indirect hernia sac was dissected free to the level of the internal ring. A pocket was dissected free, kugel patch was then placed into the pocket to completely cover the floor of the inguinal canal and secured using sutures.¿ (B)(6) 2011 - patient was diagnosed with recurrent right inguinal hernia, exposed intraperitoneal mesh, small bowel obstruction thereby underwent laparoscopic repair with removal of kugel patch. Per operative notes, ¿there was an adherent bowel to the mesh. While mobilizing some of the massively dilated small bowel resulted in a split and copious amounts of drainage from the small bowel into the abdominal cavity. Part of small bowel and kugel patch were completely removed. There was a hernia defect so a biologic mesh was tacked to the cooper¿s ligament.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, infections, pain, hernia recurrence, mesh exposure requiring surgery and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 months post implant of kugel patch, patient was diagnosed with hernia recurrence, exposed mesh, adhesions and obstruction thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-jul-2010) is considered to be a best estimate. Updated fields: a2, b2, b3 (date of event), b4, b5, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.